Manufacturer narrative:
Product analysis summary: deformation was evident to the dislodged stent. Crimp impressions were visible on the exposed balloon surface. The balloon folds were intact. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. There was no other damage evident to the remainder of the delivery system. Additional information: the device returned with the stent dislodged. The stent dislodge after the procedure, after the device was removed from the patient if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure an attempt was made to use a resolute integrity rx coronary drug eluting stent to treat a severely tortuous, severely calcified lesion exhibiting 95% stenosis located in the proximal-distal circumflex (cx) artery. The device was not inspected. Negative prep was performed without issue. The lesion was not pre-dilated. The device did not pass through a previously deployed stent. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that stent deformation occurred in vivo during positioning/advancement. It was stated that the event was due to use of the device in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The procedure was completed using a 3.00 x 15 mm stent. The patient was reported to be alive with no injury.